Event description:
S forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: infection and abscess. No further patient complications were reported.